Manufacturer narrative:
Device evaluation: the ams800 pressure regulating balloon was visually and microscopically examined and functionally tested. No leak was found. The device performed within specifications. Inspection of the remainder of the device revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for a fluid leak or mechanical issue.

Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be explanted on (B)(6) 2019 due to fluid loss. When the patient went into the hospital to activate his device the physician found that "there was no water in the control pump, and it was confirmed that the pump was dented, and in a soft state. When the balloon was checked, the diameter of the balloon has become smaller at about 2.7cm than after implantation. It was confirmed that water was draining from the system." The explanted components were later received on 11-nov-2019. No further information was received with the explanted components.

Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be explanted on (B)(6) 2019 due to fluid loss. When the patient went into the hospital to activate his device the physician found that "there was no water in the control pump, and it was confirmed that the pump was dented, and in a soft state. When the balloon was checked, the diameter of the balloon has become smaller at about 2.7 cm than after implantation. It was confirmed that water was draining from the system." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.